Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The stent remains in the patient. There was no reported product deficiency. Angina and mi are known as adverse events of coronary stenting as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since, it was reported that stenting was performed in the saphenous vein graft, it should be noted the IFU cautions that the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. It is unknown how, if at all, this contributed to the reported patient effects.

Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the pre-dilated saphenous vein graft to the second obtuse marginal with one 3.5 x 28 mm xience v stent. On (B)(6) 2010, the patient was re-admitted with epigastric and lower retrosternal discomfort. The patient was hospitalized for observation and was given medication. This event was adjudicated by the clinical events committee as a non q wave myocardial infarction (mi). The event resolved on (B)(6) 2010. There was no reported percutaneous revascularization. There was no additional information provided.